Manufacturer narrative:
Product analysis: no product returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that following the implant of a transcatheter bioprosthetic valve, the right external iliac artery was partially dissected causing a flap. Due to a risk of occlusion, percutaneous transluminal angioplasty (pta) was performed on the lesion. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received with the patient information and the initial reporter. These were updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.